Manufacturer narrative:
The product was received at spacelabs¿ equipment service center for repair. The reported problem was verified, and the power supply and battery assembly were replaced. The repaired unit passed all functional tests and was returned to the customer. This report is complete, and this particular issue is considered closed.

Event description:
Spacelabs received a report on (B)(6) 2016 that the telemetry receivers were not showing waveforms. No injury was reported as a result of this event. The telemetry receiver housing was removed from service and sent to spacelabs for repair.